Event description:
This ra lead was implanted on (B)(6)2014 and remains implanted as of this time. A call was placed to technical services on 7/12/2017 stating that noise and oversensing was noted on the ra channel that resulted in inappropriate atrial tachy response (atr) mode switches. Technical services discussed that the noise was consistent with external noise. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).